Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported the (2) pcu front case is being replaced due to "key pad does not work" . The facility biomed stated: "the charging led would be lit when it is plugged in but it would not power on when the power on button was pressed. The customer confirmed that there was no patient involvement.